Event description:
It was reported that catheter issue occurred. The patient presented with peripheral artery disease. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified anterior tibial artery. After inserting a 30g victory 14 guidewire, an opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, after the catheter was placed across the lesion and the device was turned on, the catheter twisted upon itself immediately, and no images were obtained. The devices were then removed together. The procedure was completed with a different wire and a different imaging catheter. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. The patient presented with peripheral artery disease. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified anterior tibial artery. After inserting a 30g victory 14 guidewire, an opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, after the catheter was placed across the lesion and the device was turned on, the catheter twisted upon itself immediately, and no images were obtained. The devices were then removed together. The procedure was completed with a different wire and a different imaging catheter. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a catheter twist beginning 14.8 cm from the lap joint section and that the sheath and imaging window were twisted. No imaging core windup was found within the telescope and sheath sections of the device. Microscopic inspection showed the imaging window was kinked. Impedance testing showed an electrical open in the proximal catheter which x-ray images revealed to be due to a broken coax cable at 130 cm to 140 cm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.